Manufacturer narrative:
Update to: lot # (previously reported as asku), update to: expiration date and unique identifier (previously reported as ni). Update to: device manufacture date (previously reported as ni) the device was received for evaluation. The sample was returned in an unopened pouch. A visual inspection with the naked eye noted a loose green cap which was dislodged from the patient connector inside a closed pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient cap of an amia automated pd set with cassette had fallen off the patient line. This was identified during a training session, prior to opening the packaging. There was no patient involvement. No additional information is available.